Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected vitros troponin I es (tropi es) result was obtained from a patients sample when tested on a vitros xt 7600 integrated system. A definitive assignable cause cannot be determined with the information provided. Based on historical tropl es quality control performance, a vitros tropi es reagent lot 4540 issue was not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 4540 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. Within run precision testing performed was within ortho acceptable guidelines, suggesting an instrument issue was not likely a contributing factor. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was established that the customer was not following the sample collection device manufacture¿s recommendation for sample centrifugation and cellular debris, due to poor sample preparation, was likely present in the affected sample, although this could not be confirmed. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tropi es reagent lot 4540. Email address for contact office above is (B)(6).

Event description:
The investigation has determined that a non-reproducible, higher than expected vitros troponin I es (tropi es) result was obtained from a patients sample when tested on a vitros xt 7600 integrated system. Patient 1 result of 0.146 ng/ml versus the expected result of <0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected, vitros tropi es result was reported from the laboratory, however, a corrected report was later issued for the patient. No treatment was initiated, altered or stopped based on the reported tropi es result. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and ivd (B)(4).